Event description:
Per the clinic, the patient experienced a skin flap necrosis and an extrusion of the transducer. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.